Event description:
A medtronic representative reported that there was an inaccuracy approximately 1 to 1.5 cm off in the anterior/posterior direction after they opened the skull. They continued using the stealth adjusting their plan for the inaccuracy. There was no impact to the patient outcome reported

Manufacturer narrative:
The device manufacture date is unknown at this time. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Correction to case sent under name 1723170-2012-00392 (B)(6) is incorrect case should be 1723170-2012-00391 (B)(6). Please delete 1723170-2012-00392 (B)(6), and make 1723170-2012-00391 (B)(6) official record as reported within. Evaluation of the system logs suspects the frame to patient relationship changed after registration. The software is functioning as designed.

Manufacturer narrative:
Based on some information received from the case reporter it is suspected that the frame to patient relationship changed after registration. Software is functioning as designed.